Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations, pericardial effusion, and it was suspected that the right atrial (ra) lead perforated the cardiac tissue. The right atrial (ra) lead exhibited non-capture and a negative p wave was sensed. The ra lead was programmed off. No further patient complications have been reported as a result of this event.